Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified: striated opening on posterior and broken striated on posterior. Based on the device analysis the final assessment is: missing shell assessed as inconclusive a striated opening on posterior assessed as surgical damage.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "biocell replacement." Device was explanted.

Event description:
Patient reported, left side "rupture". Healthcare professional later reported, "biocell replacement". Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported unknown side "rupture". Device remains implanted.